Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012174649); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0012251991); product type: 0195-heart valves; brand name: evolut fx valve; product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024; this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic balloon. The valve was 80% deployed and held for two minutes to expand with rapid pacing through the guidewire at 180 beats per minute (bpm). The second deployment was at a depth of 2 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) using the cusp overlap technique. The nose cone of the delivery catheter system (dcs) was not centralized during removal and possibly caught on the inflow of valve and dislodged the valve upwards to the ascending aorta. A second valve was opened and successfully loaded. The physicians decided to not snare the first valve and attempted to cross the second valve however was unable to position the second valve in the correct aortic position. The first valve was sna red. The patient was becoming hemodynamically unstable. A transthoracic echocardiogram (tte) was performed and a pericardial effusion was noted. The second valve was continued to be deployed and was successfully implanted at a depth of 4 mm on the ncc and 6 mm on the lcc. Commissural alignment was not obtained. A post deployment tte was performed and trivial paravalvular leak (pvl) with a mean gradient of 9 mmhg was measured through echocardiogram. Trivial pericardial effusion was noted. An aortic root shot and ascending aorta angiogram was performed and no dissection or perforation was observed. It was reported that no resistance was encountered during the removal of the dcs after the first valve and it was predicted that the valve dislodged upwards due to ncc/left ventricular outflow tract (lvot) calcification. The patient's pressures continued to decrease. After approximately 45 minutes post valve implant procedure, the patient coded. The patient died due a possible aortic dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve deployment was successful and did not require a second deployment. It was reported that a rupture on the posterior aortic arch was confirmed. Per the physician, it is believed that after successfully snaring the first valve, the initial valve was pulled back and possibly the outflow crown/paddle caused the aortic root rupture due to excessive back tension during the snaring to allow for the passage of the second valve. Per the physician, the rupture caused the patient death.